Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: initial experience with a high-impedance tined endocardial pacemaker lead: evidence for increased lead failure. American heart journal. 1997.134:161-4. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this ventricular endocardial pacing lead. The article reports right ventricular (rv) leads which exhibited high thresholds, intermittent capture, and failure to capture. The leads were repositioned or explanted and replaced. The status/disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.